Manufacturer narrative:
The cobas e 801 analytical unit serial number was (B)(6). The field service engineer found bubbles in the sample, which caused the event. The customer performed a precision check using the patient sample. The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 1 patient sample tested with elecsys troponin t gen 5 assay on a cobas e 801 analytical unit. Initial result: 843 ng/l. The initial result did not match the patient's previous result of 20.88 ng/l, prompting the repeat of the sample. No questionable result was reported outside the laboratory. Repeat result: 23.68 ng/l. The repeat result was deemed to be correct.

Manufacturer narrative:
Qc was acceptable. There is no indication of a reagent performance issue. Cleancell short and procell short alarms were observed on the alarm trace data. A "samp c" flag was observed with the patient's results. No instrument maintenance issues were identified. The investigation determined the event was due to preanalytical handling issues (the field service engineer found bubbles in the sample).